Manufacturer narrative:
A review of similar complaints of the reported problem was performed. No adverse trend was observed. No root cause was determined. Report source was a phone call.

Event description:
Consumer reported possible false negative result with at home test based on postive result received at hospital by unknown method.